Event description:
The customer returned the product for cassette n/a, during device analysis, a cassette not attached alarm was confirmed. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) h3: one device was received for evaluation. The service history review identified the device had not been in for service in the previous 12 months. The customer reported issue was confirmed as the device failed the disposable test. The ¿cassette not attached alarm¿ was found. The root cause of the issue was found to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced, and the device passed all tests thereafter.